Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 the patient underwent a flutter ablation. Before starting the ablation procedure the shocks were programmed off and when the procedure was finished the shocks were programmed on again. An alert remote report was transmitted on (B)(6) 2015 due to shocks deactivation. A new follow-up was performed on (B)(6) 2015 and shocks were reportedly on at that time.

Event description:
On (B)(6) 2015, the patient underwent a flutter ablation. Before starting the ablation procedure the shocks were programmed off and when the procedure was finished the shocks were programmed on again. An alert remote report was transmitted on (B)(6) 2015 due to shocks deactivation. A new follow-up was performed on (B)(6) 2015 and shocks were reportedly on at that time.